Event description:
It was reported that the patient developed an infection. The device was being used externally while the infection cleared. The device was removed and replaced. The patient was well.